Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ('chronic pelvic pain / spontaneous pain progressing in paroxysms rated 8-9/10 on a pain background at 3-4/10') in a 37-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypomenorrhoea. Previously administered products included for an unreported indication: copper intrauterine device. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia / increase in menstrual flow with clots and sometimes 7 to 8 changes per day"), dysmenorrhoea ("dysmenorrhoea rated 6-7/10 at the start of the cycle, intercycle") and dyspareunia ("severe dyspareunia that can reach 8/10 and sometimes requiring the cessation of sexual intercourse"). The patient was treated with surgery (hysterectomy with bilateral adnexectomy by laparoscopy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea and dyspareunia outcome was unknown. The reporter provided no causality assessment for dysmenorrhoea, dyspareunia, menorrhagia and pelvic pain with essure. The reporter commented: the defective sample is available. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 71 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ('chronic pelvic pain / spontaneous pain progressing in paroxysms rated 8-9/10 on a pain background at 3-4/10') in a 37-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypomenorrhoea and adenomyosis (suspected , which may explain the symptoms). Previously administered products included for an unreported indication: copper intrauterine device. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia / increase in menstrual flow with clots and sometimes 7 to 8 changes per day"), dysmenorrhoea ("dysmenorrhoea rated 6-7/10 at the start of the cycle, intercycle") and dyspareunia ("severe dyspareunia that can reach 8/10 and sometimes requiring the cessation of sexual intercourse"). The patient was treated with surgery (total hysterectomy with bilateral adnexectomy by laparoscopy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, dysmenorrhoea and dyspareunia was resolving and the menorrhagia outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, menorrhagia and pelvic pain to be related to essure. The reporter commented: the removal of essure device was performed due to medical reason (medically necessary). Primary reason for removal was due to the events dysmenorrhea, intercycle pain, paroxysmal breakthrough pain, deep dyspareunia, and increased menstrual flow with emission of clots. The removal was not the primary reason for the surgery, but it was performed secondary to other gynecological surgery (hysterectomy for adenomyosis). The patient informed that the events started since insertion of the devices, without providing precise details for each event. Therefore, consider that the implants contributed to their onset. The reporter stated that the implants were positioned a little low on the right and a little high on the left, hence the choice of a total hysterectomy. At the follow-up visit a month and a half after the hysterectomy and the removal of essure, the patient is in good general condition and outcome of the pain is favourable. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 71 kgs. Pathology test - on an unknown date: confirmation of adenomyosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-mar-2020: essure device removal questionnaire received. Patient¿s information was updated, lab data was added and it was informed that the events have occurred since insertion. The reporter confirmed that the essure was removed due to medical reason and because of the adverse events experienced. But also informed that essure removal was not the primary reason for the surgery, but it was performed secondary to other gynecological surgery (hysterectomy for adenomyosis).furthermore, it was considered that the device caused or contributed to the occurrence of the events. And the outcome of the pain-related events was considered as resolving. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ('chronic pelvic pain / spontaneous pain progressing in paroxysms rated 8-9/10 on a pain background at 3-4/10') in a 37-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypomenorrhoea and adenomyosis (suspected , which may explain the symptoms). Previously administered products included for an unreported indication: copper intrauterine device. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia / increase in menstrual flow with clots and sometimes 7 to 8 changes per day"), dysmenorrhoea ("dysmenorrhoea rated 6-7/10 at the start of the cycle, intercycle") and dyspareunia ("severe dyspareunia that can reach 8/10 and sometimes requiring the cessation of sexual intercourse"). The patient was treated with surgery (total hysterectomy with bilateral adnexectomy by laparoscopy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, dysmenorrhoea and dyspareunia was resolving and the menorrhagia outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, menorrhagia and pelvic pain to be related to essure. The reporter commented: the removal of essure device was performed due to medical reason (medically necessary). Primary reason for removal was due to the events dysmenorrhea, intercycle pain, paroxysmal breakthrough pain, deep dyspareunia, and increased menstrual flow with emission of clots. The removal was not the primary reason for the surgery, but it was performed secondary to other gynecological surgery (hysterectomy for adenomyosis). The patient informed that the events started since insertion of the devices, without providing precise details for each event. Therefore, consider that the implants contributed to their onset. The reporter stated that the implants were positioned a little low on the right and a little high on the left, hence the choice of a total hysterectomy. At the follow-up visit a month and a half after the hysterectomy and the removal of essure, the patient is in good general condition and outcome of the pain is favourable. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 71 kgs. Pathology test - on an unknown date: confirmation of adenomyosis. Date sample received: 2020-10-29. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-nov-2020: quality-safety evaluation of ptc. We received a sample in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ('chronic pelvic pain / spontaneous pain progressing in paroxysms rated 8-9/10 on a pain background at 3-4/10') in a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypomenorrhoea. Previously administered products included for an unreported indication: copper intrauterine device. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia / increase in menstrual flow with clots and sometimes 7 to 8 changes per day"), dysmenorrhoea ("dysmenorrhoea rated 6-7/10 at the start of the cycle, intercycle") and dyspareunia ("severe dyspareunia that can reach 8/10 and sometimes requiring the cessation of sexual intercourse"). The patient was treated with surgery (hysterectomy with bilateral adnexectomy by laparoscopy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea and dyspareunia outcome was unknown. The reporter provided no causality assessment for dysmenorrhoea, dyspareunia, menorrhagia and pelvic pain with essure. The reporter commented: the defective sample is available. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.